Manufacturer narrative:
As part of the investigation the log files have been checked, but no errors were identified. No recurrences have been reported by the user. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will submitted upon completion of the analysis. Section h6 g07002 - monitor.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q ceiling system. During an emergency patient procedure, the monitor stopped working. The patient was moved for the procedure to be continued on alternate unit. We have no indications of any adverse effects on the health status of the involved patient.